Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Device manipulation was unable to reproduce the noise however the noise was able to be reproduced through deep breathing. Programming changes were made. Patient will be monitored. Device remains implanted. Patient was stable before, during and after the event.